Event description:
The customer reported having unexplained high blood glucose of 260mg/dl, and she has been treated with manual injections. Troubleshooting was performed. The time, date, programming, and settings were correct. Ran a fixed prime test and the insulin did exit. The customer called back after receiving the tubing clamp and the test failed twice. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.